Event description:
It was reported by the rep that the deivce was used during a laparoscopic cholecystectomy. It was reported bile leakage from the cystic duct post-operative. The pt returned to o.r. Post-op for second procedure. The clips appeared to be loose. The pt was still in the hosp.